Event description:
High humidity levels were required for the treatment of a 600 gram pre-term baby in a natal care incubator. The pt was severely sick. Humidity set point was 80%. Incubator's humidity control was working properly. The department of infectology in the hospital detected an infection in patient. Baby and incubator's external water drainage were swabbed with both gram (-) results. Baby was moved to another incubator. Suspected incubator was retired for analysis.

Manufacturer narrative:
Humidity treatment was discontinued for the involved baby, who was placed in other natal care incubator and clinically treated for infection and sick general condition previous and after the event. Hospital determined that patient infection was caused by pseudomonas species. The bacteria detected in the incubator's external water drainage was different, klebsiella species. Incubator was returned to manufacturer for evaluation. Swabbing of the inner part of incubator's humidity system was required to a third party laboratory. Microbiological test reports negative results for klebsiella infection, concluding that the infection reported by hospital was external. Benefits of high humidity treatment in very preterm infants is widely accepted. The use of humidity in incubators has a known risk of infection that is controlled with cleaning and disinfection (sterilization) procedures described in user's manual. (B)(4).